Event description:
Pt undergoing laparoscopic cholecystectomy. Applied medical 5mm clip applier used. Repeatedly misfired requiring multiple firings with potential damage of cystic duct. It is a poorly designed instrument. Removal of instrument dislodges operative trocar in addition. Reason for use: clip used to close cystic duct during laparoscopic cholecyst.